Event description:
Saline breast implants. I woke up one day with joint pain and eczema (B)(6)2007. Three months later, in (B)(6) 2007, I caught the flu, so I thought. This 'flu' stayed with me for almost a year and I was bedridden for most of that time. I had such bad joint pain I couldn't open a door handle, and the eczema covered most of my foot now. I continued to get worse, after 12 dr's telling me it was a 'virus, 'arthritis' and how it is a 'normal thing to have eczema' and countless blood tests, I started searching extensively and diagnosed myself with this thing called cfs (as I had never heard of it before). I was referred to a specialist at ucla that put me on doxepin, a drug that I take every night that is supposed to suppress the immune system that also acts as an antihistamine, since then (the last year and a half) I have not been sick in bed since. I still have a fever everyday, I get cortisone shots in my toe in order to wear shoes, as well as very minor eczema that comes and goes. So underlying, it is still with me.